Event description:
An angiogram was being done in interventional by dr. He was attempting to get through a total occlusion of a left superficial artery with a cordis sv-5 .018 x 300 cm wire when a piece of the wire broke off at about the left popliteal artery level but in the subintimal space not within the artery. Dr was not able to get through the total occlusion and back into the true lumen.